Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found the downstream sensor current readings were above specification and the downstream pressure plate gap to be out of specification as well. The downstream tubing guide was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.